Event description:
It was reported that this ambicor penile prosthesis (app) was not working properly due to a fluid loss. A replacement surgery was performed to remove the existing app and implant a new malleable device. There were no patient complications reported.